Manufacturer narrative:
(B)(4). The procode information provided with initial report was incorrect. The correct information has been provided in this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hyperglycemia due to a bent tubing set. The customer blood glucose level was 414 mg/dl. The customer was proceeded to administer himself rapid insulin through a syringe. Customer stated that they was in manual mode at the time of the event. The insulin pump will not be returned for analysis.